Event description:
While preparing pt. For procedure an 8fr foley catheter (ref: a942208, lot: ngdq3696) was inserted. Sterile technique was maintained when inserting the foley catheter. After verifying the balloon port size (5ml) the circulator injected 5ml of sterile water into the balloon port. It was noted there was no resistance and after verifying placement (urine was emptying into the foley container) the foley catheter came all the way out with balloon deflated and sterile water coming out of the balloon. The foley catheter and sterile field were taken down and thrown out. A new 8 fr. Foley catheter was placed with no complications. Packaging was kept by circulator and clinician was notified.